Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation selection, investigation site: cq zuchwil, selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the plate is broken in two pieces as reported, this thus confirming the complaint description. Furthermore, the plate is deformed in a manner which is result from bend, before it has broken through. In addition, the surface is showing dents and scratches most likely from pliers. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot 17p1299. All relevant features are defined on the used drawing revisions of DHR of production lot 17p1299. Summary: device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in september 2019. No ncrs were marked in the DHR during production. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that the break resulted from excessive force while bending, or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (dsem-cmf-0315-0064). The investigations performed didn¿t identify any manufacturing defect or deficiency, therefore the complaint is rated not valid from manufacturing point of view. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: device history lot device history review done on june 29, 2020. Part number: 460.036, lot number: 17p1299, part manufacture date: sept 30, 2019 , manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot 17p1299 of ti sternal locking star plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 25 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record revealed one routine rework at op 0060 ¿ drill the cross holes associated with component 460.036.1 from lot 15l0547. The rework was generated due to poor surface finish after the blast operation. The rework is not relevant to the complaint and upon completion of the routine rework, all 32 parts were released to the next operation. Component lots 11l4576, 15l0547, 11l4577, 15l0543, h697461, and h697462 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows lots 9943657, h100165, h530954, and h684098 met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review a review of the device history record revealed no complaint related anomalies. The device history record shows lot 17p1299 of ti sternal locking star plates was processed through the normal manufacturing and inspection operations with no non-conformances device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hwc and jdq. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the surgery of open reduction and internal fixation (orif) for sternal fracture, when shaping the plate, the plate broke off into two pieces. Fragments were generated and easily removed. A new plate was used to complete the surgery. It was also reported that the driver could not hold the screw. The screw was checked, and it was noticed that the screw head was cross threaded and damaged. Another screw with the same driver was used. There was no surgical delay. There were no adverse consequences to the patient. Concomitant device reported: driver (part number unknown, lot unknown, quantity 1), 3.0mm ti sternal lckng screw self-drilling/10mm (part number 04.501.110.05, lot l425802, quantity 1). This report involves one (1) ti sternal locking star plate-12 holes . This is report 1 of 2 for (B)(4).